Event description:
It was reported that during a polypectomy procedure, device damage occurred. The polyp was located in an unspecified portion of the colon. The captivator ii polypectomy snare was advanced to the polyp. Upon applying an electrical current to the device, it was noted that the heat shrink was deformed and contained "some" tears. The electrical setting was set at 2.5 for the first two applications and at 3.0 on the third application. The device was removed and the procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "good".